Manufacturer narrative:
Although it has been reported that the used device will be returned to the manufacturer, it has not yet been received; therefore, a failure analysis is not available at this time. Upon receipt of ths sample/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by hospital, they are experiencing air bubbles within the 8cc control syringe. No air injection or patient injury has occurred. The used syringe will be returned for evaluation.